Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet device display was completely black upon waking. The charging indicator light was solid, and audible tones and vibrations were present when pressing the wake button, confirming power but no screen functionality. The agent confirmed this as a display malfunction and initiated replacement of the ilet. The user transitioned to multiple daily injections (mdi) without adverse impact on blood glucose. No symptoms or medical intervention were required.